Event description:
It was reported that the patient had total hip revised due to poly wear. The previous liner and head were explanted and replaced with 32mm head and liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.